Event description:
It was reported that smoke was observed coming from the bone mill from beneath the canister during a case. The procedure was completed manually, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Upon evaluation, it was discovered that the gear train assembly and rotary motor were damaged and the potted pcb assembly did not function.